Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, on the fourth throw, the capio device malfunctioned and would not throw and catch the needle properly because the capio cage and capio carrier were bent. The capio cage would not release the carrier, causing it to detach inside the cage. The physician manually used a suture to pull the needle through the arcus tendineus to complete the procedure, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The pinnacle mesh from this kit was implanted. The device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).